Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned. Lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.

Event description:
In 2007, the lay-user/reporter contacted lifescan (lfs) on behalf of the lay-user/patient alleging the one touch ultrasmart does not turn on. The complaint is classified based on the documentation of the customer care advocate (cca). The patient contacted lifescan to report the same issue with the same meter on a week earlier. A new replacement meter was sent to the patient at that time. According to the reporter, the patient was unable to test his blood glucose test since that day. The reporter alleged that because the patient was not able to test, the patient was admitted to the ER on two days prior to original date, in the afternoon. The reported could not provide what symptoms the patient had during the time of concern. The patient was treated with insulin (unspecified dose and type) by a healthcare professional. The patient denied taking any action in regards to diabetes treatment due to the reported issue. The patient was not tested on any other meter at the time of concern. During the troubleshooting session, the cca verified that there was no meter trauma, the patient was using the correct test strip to turn the meter on, the battery had been changed per the owner's manual, the battery contact is in good condition, and the power button does not turn the meter on. Although the reporter could provided the patient's symptoms, this complaint is being reported because the patient alleged that he has been without a meter since approx a month earlier, was admitted into the ER, and was treated with insulin. The meter issue was not resolved during troubleshooting. Replacement products were sent to the patient.